Event description:
It was reported that during an unk procedure, of bleeding claimed that one required blood transfusions. No further details.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2024 d4: batch # unk . An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the surgical procedure? What anatomical structures were the device fired upon? What color cartridge was used on each anatomical structure? Was there any difficulty with device during the procedure? Were the staples the appropriate b shape form intra operatively? How was the bleeding addressed? Any other medical intervention required? Was any buttress used? If so, what kind? What diagnostic tools were used to identify the bleed? Was the site of the bleed confirmed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.